Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patient had a small burn towards the outside left parameter of the ipg. It was mentioned that the patient used her husbands charger and it burned her skin. It was unknown if there was any intervention provided. The patient was doing well and the burn had healed.